Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew2977 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "after insertion of the product, we discovered that there was a hole in midline catheter, catheter had to be removed and a new one inserted." No other information provided.